Event description:
According to the reporter during liver tissue transection, the stapler failed to fire due to tissue thickness so a different reload was used. However, the stapler still failed to fire. The surgeon was able to press the green button but was unable to squeeze the handle. A new handle and a new reload similar to the first reload used were opened. When the new devices were fired, the surgeon found it hard to transect the tissue. The stapler partially fired. The surgeon can neither continue firing nor retract the blade. The surgeon also cannot open the jaw. The device locked on the tissue. The sales representative arrived after being notified of the issue and supported the surgeon. The surgeon was able to retract the blade and remove the stapler from patient. Another handle from another lot number was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#: n2k0059y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4h0945), egia45amt, egia45amt egia 45 artic med thick sulu (lot#: p4f0797), egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4h0945). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during the liver tissue transection, the stapler failed to fire due to tissue thickness, so a different reload was used. However, the stapler still failed to fire. The surgeon was able to press the green button but was unable to squeeze the handle. A new handle and a new reload similar to the first reload used were opened. When the new devices were fired, the surgeon found it hard to transect the tissue. The stapler partially fired. The surgeon can neither continue firing nor retract the blade. The surgeon also cannot open the jaw. The device locked onto the tissue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.